Event description:
An end user has called and reported an incident of his chair was smoking in the back of his powered wheelchair. In speaking with the end user it was learned as he was leaving the bus the smoke was reported to him by another passenger. A wire that goes into the battery was smoking. No flame, no injury, or no property damage. The chair was still working and no injury is alleged. A supplemental report will be filed when further information is received.